Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer's pump had failed battery alert and battery out limit after changing new battery in timely manner. Customer's blood glucose was unknown at time of incident. Failed battery test was performed and it failed. Customer declined to perform troubleshoot. Product was not to be return for analysis.